Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-sep-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 21-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The rep reported that the patient was non-compliant with recharging and wanted a non-rechargeable battery. The rep stated that the implantable neurostimulator (ins) was replaced on (B)(6) 2018. It was noted that during pre-op, the rep ran impedance testing, which indicated that all of the electrodes were out of range on both of the leads. It was noted that the patient had fallen twice since being implanted in 2017. The rep stated that the leads were replaced with 2 new ones. The issue was resolved at the time of the report. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4) implanted: (B)(4) 2017 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(4) 2017 explanted: product type lead .if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID# 97714, sn: (B)(4). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to an overdischarge. Product ID# 977a260, sn: (B)(4). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the conductor(s) was broken; from the end of the lead. Product ID# 977a260, sn: (B)(4). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the conductor(s) was broken; from the end of the lead. Additional review indicated results code and method code is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.